Manufacturer narrative:
It was reported that the maxzeros cracked and leaked. Three used samples and two unopened samples model mz10000-07 were returned for investigation by the customer. The set was examined for defects and abnormalities. Two of the used samples had cracks along the luer treads at the top of the luer activated valve. No other defects or abnormalities were observed. Each max zero was connected to an extension set, a 10 ml bd syringe and flushed with water. A leak was observed coming from the two samples that were cracked. The customer complaint was verified. The two possible root causes are the luer cracking from the alcohol and/or the customer applying excessive force. We recommend following the IFU of the products and recommended dry times. A device history record review could not be performed on material mz1000-07 because the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following it was reported by customer that maxzero connectors cracked and leaking.